Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with normal operating currents. The pump passed the self test and the unexpected restart error test. The pump also passed the off no power test. The drive support disk was inspected and no anomaly was noted. The pump was received with a minor scratched lcd window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose was high and he used the insulin pump to take a correction. Customer stated that he did that 2 or 3 times. Customer's blood glucose was 380-400 mg/dl and every time he gave a bolus, there was hardly any effect. Customer stated that he did that throughout the last night and this morning. The last night before he went to bed, the customer had a syringe and took insulin. Customer stated that it still had no effect. Customer stated that he did it again around 6:30 am. Customer had gotten sick to his stomach and vomited. Customer was also having a red rash on his chest. Customer declined to check his settings. Customer stated that he will see his endocrinologist this week. Customer had 127 units left in the reservoir and had a couple boxes of levemir. Customer was told to bolus as normal. Customer also had a damaged drive support cap and the circle next to the sticker is uneven. Customer stated that the drive support cap is flush.